Manufacturer narrative:
The actual product in question has not yet been returned to co for evaluation. However, merit anticipates receiving product back from the complainant. A follow-up report will be submitted when the product is received and the investigation is completed.

Event description:
During a procedure, the rotator on the syringe backed off of the manifold and drew in air. This was noticed immediately and no air was injected into the patient. No patient harm or injury occurred as a result.